Event description:
It was reported that there was an infection. Per the reporter the decision to explant the pump was (B)(6) 2012. The hcp had been dealing with the infection for about two months. The drug in the pump was lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: the pump and catheter were explanted on the scheduled date reported previously. The patient did not have meningitis. The primary location of the infection was the device pocket. The patient experienced redness, swelling, drainage and pain. A culture was obtained from the device pocket and revealed (B)(6). The patient was treated with intravenous antibiotics and total device system explant. It was noted the patient received monthly tysabri injections for treatment of multiple sclerosis. The patient's outcome was reported as infection resolved; there was no drug withdrawal. The patient's current lioresal concentration was indicated as being 500 mcg/ml.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc, (B)(4), implanted: 2011 (B)(6), explanted: unknown.